Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 45 mg/dl. Customer treated their low blood glucose with orange juice. Customer believed they received too much insulin and the paramedics arrived. Troubleshooting for the insulin pump was performed. Customer advised the drive support cap was normal and the patient properly completed the prime/rewind process. Customer performed the displacement test and passed. Troubleshooting for no delivery was performed. Customer was able to resolve the no delivery alarm issue with a complete set change. Customer advised this was a past and they declined to return the reservoir and infusion set for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.